Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation of the patient's implantable cardioverter defibrillator, episodes of non-sustained right ventricular oversensing were noted due to post paced t-wave oversensing. Programming changes were made. No adverse patient consequences were reported.